Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, some hard dried material at the posterior surface of the intraocular lens. The foreign material was aspirated away but leaving minimal residue on the intraocular lens. No more information available.

Manufacturer narrative:
A photo was provided of a single-piece multifocal lens in the eye. A long narrow linear mark/material can be observed which appears to be on the posterior surface of the lens. No determination can be made as to the nature or origin of the material from the photo. A cartridge was indicated. Without the specific lens model/diopter it cannot be determined if this was a qualified combination. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The root cause for the reported complaint could not be determined. Not enough information was provided by the reporter for further investigation. The product and linear material were not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. No determination can be made as to the nature or origin of the material from the provided photo. It is unknown if a qualified handpiece and viscoelastic were used. Per the IFU (instructions for use): company foldable iols (intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).